Event description:
Patient was called back today. He reported he hasn¿t been able to eat, is sick, has increased chronic pain, and is having great difficulty walking. He reported his body is shaking. The patient stated his stimulator battery has been off since the incident on (B)(6) 2025 that was reported. Patient refuses interrogation of device and stated he has an appt this week to discuss explant. A manufacturer representative (rep) provided additional information. As previously reported, patient had an incidence of strong electrical sensations in chest and hands on (B)(6) 2025. Following this, patient's family helped them turn off the stimulator. Patient refused to turn the device back on and requested explant. The devices were explanted on (B)(6) 2026 and will be returned. The issue was resolved following explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while using the implantable neurostimulator (ins), the patient experienced a sudden onset of shaking and tingling in the hands and arms, which made it difficult to turn off the stimulator. The patient was able to turn off the stimulator after some time, and it took three hours for sensation to return to baseline. The patient reported they were tired and needed to nap following the event. X-rays of the thoracic leads were ordered, and the patient was advised to seek emergency care if chest pain or tingling in the arms occurred. The issue was ongoing.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead. Product ID 977a260 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead. Product ID 977a260 serial# (B)(6) product type lead. H3: product ID 977119 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found the stim lead body conductor was broken within 10 cm of connector area. H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found the stim lead body conductor was broken within 10 cm of connector area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdm code updated because device is expected to be returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.